Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the cubie had failed. The field service engineer (fse) dialed in and identified the drawer containing the failed cubie. The fse contacted the customer to confirm that this was the actual failure. The fse logged into the hardware test application (hta), selected the drawer with the failed 1x2 cubie, checked the firmware, and performed a firmware update. The station was then rebooted, and the fse logged back into the hta, where the cubie was found to be visible. The application was started, and the fse navigated to the configuration settings, where the cubie was confirmed to be visible as well. The fse then contacted the customer and requested confirmation that the cubie was functional. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.